Event description:
The following has been reported: uppercase keypad, keys are not working. Remarks: keypad is found to be defective. Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. "The reported device was not returned to france for investigation as repairs were carried out locally. The reported event is: "keys are not working. Remarks: keypad is found to be defective." The mu confirmed that the customer did not allowed to take back the defective device and the spare part. The local technical service team repaired the device at the customer site and replaced the upper-case kit. As the replaced spare part could not be returned to brézins, the investigation could not be performed, and no root cause can be identified. However, the video received shows that the keyboard was defective. Therefore, this complaint is valid. An internal CAPA was opened for defective keypad but as this event is not confirmed it cannot be directly linked to it." This complaint is considered as valid. The trend is abnormal. The reported risk is lower, compared to the estimated risk. For this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.